Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2002. Subsequently, patient underwent a right knee revision procedure on (B)(6), 2014 due to a femoral component fracture. Patient further alleged pain, difficulty walking and fully extending leg. All components were removed and replaced with a competitor's total knee system. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone bilateral total knee arthroplasty on (B)(6) 2002. Patient further reported that a right knee revision procedure was performed on (B)(6) 2014 due to femoral component fracture. All components were removed and replaced with a competitor's total knee system.